Event description:
The customer reported approximately 2 mls of a bloody fluid leaked from the probe area in the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The customer also reported the analyzer generated aspiration errors. There was no reported exposure to mucous membranes or open wounds. The operator was wearing the personal protective equipment (ppe) consisting of gloves, face shield and a lab coat at the time of the incident. There were no erroneous results reported out of the laboratory. There was no death, injury, or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from a debris obstruction in the waste port on the sample probe wash collar. The fse replaced and aligned the sample probe wash collar, resolving the leak and aspiration errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).